Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Sic went up to 874 (within 96 days) along with non-sustained ventricular tachycardia episodes and evidence of oversensing. (B)(4).

Event description:
It was reported that the patient had sensing integrity counter (sic) and non-sustained ventricular tachycardia episodes on their right ventricular (rv) lead. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.